Event description:
From user facility report: the tank alarm stated low h2o. When the user evaluated the alarm, it was discovered that the blanket was leaking. Water had escaped and pooled around the pt in the bed. This was a newly placed blanket. (B)(4).

Manufacturer narrative:
The original complaint ((B)(4)) was initiated as a result of a user facility report received from FDA on (B)(4) 2011. Csz received 2 different max-I-therm lite blankets on (B)(6) 2011, under the same complaint ((B)(4)) filed from the ufr. One was max-I-therm lite blanket, model 876 and the other one was max-I-therm lite blanket model 800. The investigation results on the max-I-therm lite blanket, model 876 have been provided on MDR #1516825-2011-00009 supplemental-01 report. This MDR addresses other max-I-therm lite blanket model 800 investigation results. According to the investigation, the returned blanket was found to have a seal separation issue. According to the investigation report for this blanket, this seal separation issue has been investigated earlier under investigation report number (B)(4). The root cause of the failure identified ot be lack of process control, process monitoring, flaw in the material, and inadequate testing. This blanket was manufactured in march 2008. Csz has since modified production equipment, implemented process monitoring, changed blanket material, and standardized test methods. All changes were verified and/or validated and affected employees trained prior to implementation. No further action has been identified at this time. However, we will continue monitoring complaints for the leaks. This is a separate MDR due to the fact that two different products were returned from one complaint for investigation.